Event description:
Customer called to report high unexplained bg's that would not come down after administering boluses. She put this pod on last night and was in the 150 range and woke up this morning at 357. She said she was up to 400 now and had been exercising and not eating. She went ahead and removed pod (without de-activating it) and did a bolus test and saw the insulin coming out of cannula. She said that the cannula did not appear to be bent or kinked. No further info reported. The device is being returned for evaluation.

Manufacturer narrative:
The product was found to have a damaged cannula tip. The cannula tip was found to pass insulin however flow was severely restricted. This condition could have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. As noted in the user guide, patients are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. The DHR provides evidence that the lot met the acceptance level prior to release.